Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15593, 2938836-2019-15594, 2938836-2019-15595. It was reported that when the patient presented to the emergency room with tiredness and body aches, an infection was observed. The entire system was explanted and there were no patient consequences following the procedure.

Manufacturer narrative:
Correction: the symptoms should be body aches and fever. (B)(4).

Event description:
Mistakenly added fatigue as a symptom. The symptoms that the patient presented with was fever and body aches.

Manufacturer narrative:
Analysis was normal. No anomalies were found.